Manufacturer narrative:
An event regarding fretting, corrosion and infection involving an accolade stem was reported. The event for fretting and corrosion was not was not confirmed. However, infection was confirmed. Method & results: product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿there are no x-rays available for review, no examination of the explanted components, and no bone scan, MRI or x-ray reports consistent with a loose femoral component. There is no histopathology suggesting altr, pseudotumor, alval, metallosis, trunnionosis or pathologic corrosion. There is no evidence this clinical picture, which could relate to periprosthetic infection, was related to factors of faulty implant design, manufacturing or materials. If additional clinical information becomes available this review will be updated.¿ product history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the reported event of fretting and corrosion was not confirmed but infection was confirmed. Based on the clinicians report, ¿there are no x-rays available for review, no examination of the explanted components, and no bone scan, MRI or x-ray reports consistent with a loose femoral component. There is no histopathology suggesting altr, pseudotumor, alval, metallosis, trunnionosis or pathologic corrosion. There is no evidence this clinical picture, which could relate to periprosthetic infection, was related to factors of faulty implant design, manufacturing or materials. If additional clinical information becomes available this review will be updated.¿

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly the patient underwent right total hip replacement surgery on (B)(6) 2010 and was revised on (B)(6) 2015 due to fretting and corrosion. Update per medical review: "intraoperative cultures were noted to be positive for e.coli."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly the patient underwent right total hip replacement surgery on (B)(6) 2010 and was revised on (B)(6) 2015 due to fretting and corrosion.